Event description:
It was reported to boston scientific corporation that an ultraflex¿ tracheobronchial stent was used during a bronchoscopy with stent placement in the lungs. The patient had lung cancer with a malignant airway obstruction that included the trachea, right mainstem and left mainstem. The patient did not have a tortuous anatomy. According to the complainant, on (B)(6) 2015, the physician was placing the stent in the left mainstem of the left lobe in the lungs, positioned under fluoroscopy. The physician began to deploy the ultraflex¿ tracheobronchial stent by pulling the deployment ring back. As the physician pulled the ring back, the catheter itself began to bow and created a u-like shape in the airway. One quarter of the stent had been partially deployed. The catheter was permanently bent as it would not straighten anymore. The stent and delivery system were removed. The procedure was completed with a different stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry date. Reported event of partially deployed stent. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.